Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnostic imaging procedure proceed when the issue happened. The procedure was completed by moving the patient to another room and using a different system. Philips fse inspected the site and confirmed the reported issue. After reviewing the log and identified the system received the foot switch signal but not the safety signal. Upon inspection showed the foot switch cable was broken at its entry, temporarily taped by the customer. To resolve the problem fse swapped the exam room foot switch with the control room one and the damaged foot switch was subsequently replaced and return the part for further analysis and found three anti-slip rubbers were missing, and the cable was heavily taped. Philips also initiated field medical device correction z-2587-2023. After replacing the foot switch, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.